Event description:
Patient was having powerport removed because treatment was complete. When the powerport was removed it was noted there were three lacerations on the catheter so it looked as though it was shredded. Patient was not injured and hasn't experienced any adverse effects because of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.